Manufacturer narrative:
The investigation reviewed pre-analytic information provided by the customer and did not identify an issue. A picture was provided for investigation of the crack on the pipette holder. The picture shows a crack on the pipette holder where the fitting is connected. The cause of the crack could not be determined. A crack in the pipette holder could affect sample pipetting and potentially cause an incorrect result. The problem was solved by replacing the syringe body. No other complaints of this nature have been reported. There is no indication of a quality issue for this part. The issue appears to be isolated in nature with no indication of a systemic failure.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for roche elecsys troponin t stat (troponin t stat). The erroneous results were reported outside of the laboratory. The initial troponin t stat result was 0.09 ng/ml. The patient was admitted and treated with heparin based on this result. The sample was repeated and the result was <0.03 ng/ml with a data flag. A new sample was obtained after the patient was admitted and treated with heparin and the result was <0.03 ng/ml with a data flag. Another sample was obtained from the patient and the result was <0.03 ng/ml with a data flag. No adverse event was reported due to the heparin treatment. The patient is currently stable. The troponin t stat reagent lot number was 153491. The expiration date was requested but not provided. The field service engineer (fse) visited the customer site and identified a cracked syringe body on the sipper syringe. The syringe body was replaced. Multiple parts were checked for proper alignment. Tests were performed on the instrument and were successful. All results were within specification. The customer ran quality controls with acceptable results.